Event description:
On thursday, (B)(6) 2018, I bought an ¿activewrap¿ heat & ice knee wrap & packs (all-in-1) from pharmacy in (B)(6). I bought the knee wrap because I had sprained my knee on sunday (B)(6) 2018 and my doctor instructed me to ice them daily to speed recovery. Since the day I injured my knee I would ice them with a bag of ice wrapped in a cotton t-shirt and placed over my knee. My friends thought this was creative but still very funny and they recommended I buy a proper knee ice wrap, which I did on thursday afternoon.(your ¿activewrap¿ heat & ice knee wrap & packs (all-in-1) model), I first read the instructions on the ¿activewrap¿ box, and that night I placed the ice gel packs in their nylon punches (behind the second divider pocket as per instructions since it was the first time I would try it), and I placed them in a freezer since I intended on using them the next day. The next day I decided to use the wrap, I took the ice packs out of the freezer and left it for a couple of minutes as instructed before I wrapped the wrap around my knee and left it for 15 minutes. When the 15 minutes were up, I removed the wrap and I was shocked with what I saw. There were frost blotches all over the skin around my knee. My skin had turned white and hard. I immediately rushed to the bathroom where I soaked a towel with lukewarm water and placed it over my knees until they thawed. I was in shock and in pain as the numbness began to turn into a burning sensation. The pain was unbearable, and I was rushed to the emergency room where I was diagnosed with second degree burns due to frostbite from the knee wrap. My burns were cleaned, ointment was placed over it, and bandaged. I was instructed to return to the clinic for a bandage change every day. I have a medical report from the doctor that saw me. I also have videos and pictured of the burns immediately after the skin thawed, in addition to pictures and videos of my burns and blisters every day I changed my bandages. The pain caused by the burns were so intense that I could no longer feel the pain of my sprained knee ligaments. I bought the product to help me recover from an injury, but instead ended up paying to be severely injured. I wished I had simply continued to use plastic bag full of ice wrapped in my t-shirt instead of paying to be burned. Since this happened, I have had to take a sick leave from work because of the pain I have been subjected to from the burns. This product is a hazard and needs to be stopped from being sold in its currently form. I will not allow others to suffer the way I have. I have already filed a formal complaint to (B)(6), and the consumer protection organization in (B)(6) to have this product revoked from pharmacies throughout the country. This product needs to be reevaluated; and should differently not be FDA approved. I have pictured and videos that I would be more than happy to share with you. Dates of use: (B)(6) 2018.